Event description:
The customer reported to olympus that during preparation for use, no image was displayed on the evis exera iii bronchovideoscope. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The malfunction initially reported was not confirmed. A full technical evaluation was completed in accordance with the OEM specification, but no image issues or corrosion were confirmed, and the scope was waterproof. However, some overheating traces were found in the connector. Additionally, the bending section cover adhesive was separated. The bending section cover and plug unit were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by handling device in accordance with the following instructions for use: "· inspection of the endoscopic image" olympus will continue to monitor field performance for this device.